Manufacturer narrative:
Batch review performed on 18 may 2022. Lot 2006597: (B)(4) items manufactured and released on 10-dec-2022. Expiration date: 2025-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Additional component involved: reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot. 2103688: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. A previous case on the same lot was reported due to joint instability.

Event description:
The patient had primary shoulder surgery on 7 march 2022. On 6 april 2022, the patient came in reporting instability and the cause is unknown. The surgeon revised the metaphysis and liner. Presently, on 16 may 2022, the patient came in reporting pain due to dislocation and the cause of the dislocation is unknown. The surgeon revised all components except for the stem and the surgery was completed successfully. The surgeon converted the patient to a hemiarthroplasty.